Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury nonsurgical treatments: the patient was treated with other medication: keflex for purpose: treat low grade infection. Treatment duration: two weeks. On (B)(6) 2012 the patient commenced topical treatment: ovestin cream intravaginal for purpose: assist healing and strengthening of vaginal tissue. Treatment duration: on and off from (B)(6) 2012. The patient was treated with topical treatment (including oestrogen cream) for the treatment of: strengthen vaginal tissue. Treatment duration: 6mths as supply of patches not constant from supplier.